Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be duplicated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error during procedure preparation. According to the initial reporter, the intended procedure was completed using a separate mobile cart. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested and no error codes were present. However, a worn-out socket slider switch was found and causing intermittent use of high intensity mode. Additionally, the front panel mouth was found cracked. The lamp life meter provided a reading of 311+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.